Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at the first firing, when the intestine was clamped, the device was released for the moment and in order to use the device again after the dissection, the device was taken outside the patient's body. When using the product again, at the time of opening and closing the jaws, the jaws were not closed firmly, the gap of the jaws was wide. The jaws were articulated to the left and could not be returned. The procedure was completed with another device. There was no patient injury.